Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that due to these severe symptoms the patient underwent revision surgery , where the patient underwent posterolateral lumbar fusion surgery from vertebrae l4 to l5, with the help of rhbmp-2/acs and collagen sponge. It was reported that the rhbmp-2/acs collagen sponge was used to fuse more than one level of the spine and that it was placed outside a cage (i.e. In the posterolateral gutters). Post-op, the patient complained of progressively worsening pain in her low back. It was reported that the patient suffered from depression and mood swings and used crutches to assist in ambulation.